Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information become available.

Event description:
During service at baxter, it was discovered that a colleague infusion pump that has a failure code of 808:03 on channel c while testing . The reported condition was identified during service. There was no documented patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is 5.0.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed. The assignable cause was a faulty channel c phm (pumphead module). The channel c phm has been replaced. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Correction: the user interface module master software version provided in the initial medwatch report is inaccurate. The accurate user interface module master software version is 5.03.00, categorized as unremediated.